Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a 2cm burn was found beside an incision site on the surface of the patients skin. Later in the procedure, an activation tone was heard without activating the device. The issue with self-activation occurred multiple times during the procedure.

Manufacturer narrative:
Correction: evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found damage to the cord approximately 3 feet below the switch base. The reported condition was not confirmed. The pencil was plugged into a 40k ohm test box. The pencil was flexed and manipulated, no self activation or latch on occurred. The pencil was subjected to a saline splash test with satisfactory results. The device failed hipot testing round the damaged area indicating electrical leakage. The product engineer reviewed the complaint and determined the damage was not caused by a supplier defect or from damage on the manufacturing line. The investigation was not able to reproduce the reported self activation. The investigation identified the root cause of the damage to cord to user damage. The instructions f or use (IFU) states, position surgical electrode cables to avoid contact with the patient or other leads. If information is provided in the future, a supplemental report will be issued.